Event description:
Libre 3 sensor is reporting lower glucose than a finger stick test. Numbers are 30 to 40 below my fingers tick test. Because of this I thought my numbers were going lower and compensated with eating more carbs when in fact I was in my range. I have had other sensors do the same thing. I can not get thru via chat or telephone to manufacture I believe this is going to raise my a1c significantly.